Manufacturer narrative:
The device has not been returned for evaluation. The evaluation was performed by the london implant retrieval center (lirc). The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
An investigation report from an implant retrieval center was received and reported that during examination of the rod, the retrieval center found the rod had a locking pin fracture and the device was jammed. Additionally, wear, galling, scratches, discoloration, and other surface damage was noted. It was reported that the rod was removed as part of a planned removal procedure; there was no adverse patient or user impact associated with this report. No additional information is available.